Event description:
The bd nexiva catheter malfunctioned when the technologist was power injecting IV iodine contrast. The location on the catheter called the white septum,located distally to the securement platform, either completely or partially came out. The catheter failed at an injector rate of 3cc per second. This is the fourth incident like this to occur recently, but it is the first we have reported.